Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the and the reported condition was confirmed. The assignable root cause was determined to be worn bearings, which was caused by normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.